Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for printing defect, shield molding defect, tube molding defect, air bubble, and foreign matter in gel with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and all of the indicated failure modes was observed. The customer's indicated failure mode for shield light coloration was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the foreign matter in gel issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for printing defect, shield molding defect, tube molding defect, air bubble, and foreign matter in gel with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and all of the indicated failure modes was observed. The customer's indicated failure mode for shield light coloration was not observed. Further investigation has been initiated for foreign matter in gel through a CAPA. As a result, corrective actions and procedures have been identified to mitigate further occurrences. Root cause description: based on the investigation, the most likely root cause for the customer¿s indicated failure mode that was observed was determined to be related to a manufacturing issue. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions have been established. CAPA(B)(4). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter / discoloration / air bubbles occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "367968 lot 9003749 (fm on gel 30, printing defect 175, shield smear 2, black fm on tube 3, tube smear 8, air bubbles in gel 342 , shield discoloration 1)".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter / discoloration / air bubbles occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "367968 lot 9003749 (fm on gel 30, printing defect 175, shield smear 2, black fm on tube 3, tube smear 8, air bubbles in gel 342 , shield discoloration 1)".